Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The investigation regarding the reported complaint has been finalized. The reported unit was investigated by our filed service engineer. The device control pc (printed circuit) board was verified faulty and was replaced and sent in for investigation. When mounted into a test device the technical error code is instantly reproduced indicating ventilation disabled and a communication failure during startup. Investigation verified that the returned control pc board is faulty.

Event description:
Manufacturer ref. #:(B)(4).